Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-sep-2022 to 16-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that customer didn't respond after the technical support specialist provided possible reasons on why the order is grayed out as well as emailing article to customer. Customer didn't respond after multiple attempts to reach out (via telephone and email) for additional information and updates.

Event description:
It was reported by the customer that a pyxis medstation es system did not allow nurse take out the 200 mg/20 ml injection of lacosamide. The nursing supervisor was unable to override medicine. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the medication was grayed out. The technical support specialist mentioned that there were a number of reasons why an order can seem grayed out, such as a failed drawer, the medication not being loaded, insufficient quantity, or the order being placed on hold. There was no other information released from the customer to investigate further. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system did not allow nurse take out the 200 mg/20 ml injection of lacosamide. The nursing supervisor was unable to override medicine. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.